Event description:
The customer reported that during a patient event, their device failed to deliver two defibrillation shocks to the patient. The customer responded to a patient event where the patient was in need of immediate care. The customer indicated that after connecting the defibrillation therapy electrodes to the patient, they were able to deliver one successful defibrillation shock, which did not convert the patient out of a ventricular fibrillation rhythm. Upon the second attempt to deliver defibrillation energy, the device was charged but the user was unable to deliver the defibrillation shock. The customer indicated that they tried to deliver a third shock to the patient as well, but this too was unsuccessful. At the time of the third attempt to deliver energy, the patient was being transferred into the local hospital¿s ER for treatment. The ER reportedly started CPR immediately and continued care, but the patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Upon review of the electronic patient record and the electronic keylog, it was observed that the customer did press the shock button multiple times during the second attempt to deliver energy, but no energy was delivered. It could not be determined what the circumstances surrounding that reported failure to deliver shock was. No additional information has been provided by the customer regarding this reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure to deliver defibrillation energy could not be determined. Physio-control performed a clinical evaluation of the reported event and determined that the device use may have contributed to the death of the patient.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and was unable to duplicate the reported failure. Upon review of the electronic patient record and the electronic keylog, it was observed that the customer did press the shock button multiple times during the second attempt to deliver energy, but no energy was delivered. It could not be determined what the circumstances surrounding that reported failure to deliver shock was. No additional information has been provided by the customer regarding this reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure to deliver defibrillation energy could not be determined. Physio-control performed a clinical evaluation of the reported event and determined that the device use may have contributed to the death of the patient. The initial medwatch report should indicate: physio-control evaluated the device and was unable to duplicate the reported failure. Upon review of the electronic patient record and the electronic keylog, it was observed that the customer did press the shock button multiple times during the second attempt to deliver energy, but no energy was delivered. Additionally it was observed that the defibrillation charge was removed due to a loss of connection to the patient through the defibrillation electrodes approximately 7 seconds before the user pressed the shock button during the second attempt to deliver a shock to the patient. No additional information has been provided by the customer regarding this reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the loss of connection to the patient has not been determined. Physio-control performed a clinical evaluation of the reported event and determined that the device use may have contributed to the death of the patient.